Manufacturer narrative:
The cause of the discordant, false reactive toxoplasma igg results on three patient samples is unknown. Siemens is investigating the issue.

Event description:
The customer obtained discordant, false reactive igg antibodies to toxoplasma gondii (toxoplasma igg) results on three patient samples upon initial and repeat testing on an immulite 2000 xpi instrument, while using kit lot 426. The samples were repeated on a different kit lot (427) and the results were non-reactive. New sample draws were obtained from patient 1 and 3, which were tested on two alternate platforms, also resulting non-reactive. The discordant results were reported to the physician(s). The non-reactive results were reported as corrected results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false reactive toxoplasma igg results.

Manufacturer narrative:
The initial MDR 2432235-2017-00031 was filed on january 6, 2017. Additional information (02/24/2017): siemens technical support laboratory (tsl) performed in-house testing on the patient samples received by the customer. Tsl confirmed the customer's finding of discordant, false reactive results on one of three patient samples when run on immulite 2000 xpi instrument using kit lot 426. The samples were repeated on an advia centaur xp instrument, resulting non-reactive. When sample c was treated with a non-specific antibody blocking tube (nabt) and tested with kit lot 426 the value of the sample did not significantly decrease indicating that the non-specific antibodies were not causing false reactive results. Sample d was not treated with a nabt because there was not enough volume. Based on the information provided by the customer, the hsc specialist determined that the specificity of immulite 2000 xpi toxoplasma igg at this customer site was 96 percent. Immulite 2000 xpi toxoplasma igg instructions for use has 95 percent confidence limits ranging from 94.2 to 100 percent. Toxoplasma igg assay meets the IFU claim, therefore the assay is performing according to the specifications. The cause of the discordant, false reactive toxoplasma igg results on three patient samples is unknown. No further evaluation of device is required.